Manufacturer narrative:
Evaluation noted a slight deformation of the polyethylene on the rim of the active articulation liner consistent with contact between the trunnion and the polyethylene. Information obtained from the revising doctor indicates that the position of the original acetabular cup may have been a contributing factor. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions". The user facility was notified of the event on december 20, 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Event description:
The patient underwent total hip arthroplasty on (B)(6) 2011. The patient's hip dislocated while showering and a closed reduction was performed. Upon examination of the x-rays the following day, the surgeon noted that the active articulation head was disassociated from the 28mm ball. A revision was performed (B)(6) 2011 during which the active articulation head was removed and replaced.